Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional information is obtained.

Event description:
The consumer reported swabbing their nose with the binaxnow covid-19 antigen self test reagent solution performed on (B)(6) 2022 using a nasal swab. The consumer reported that when trying to open the reagent solution bottle there was a few drops of the reagent that splashed inside her nose. No additional patient information, including treatment and outcome, was provided.